Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during coil embolization of a ruptured aneurysm with two separate blistered aneurysms located at the left middle cerebral artery (mca), while treating the first aneurysm, the second coil (subject device) failed to detach although the detachment system indicated that the current had been delivered. The physician removed the microcatheter from the first aneurysm with the coil still in the microcatheter in order to position the microcatheter at the second aneurysm. While re-sheathing the coil in the microcatheter, the coil bulged out to parent mca and prematurely detached in the mca. The coil was retrieved with a solitaire stent retriever. Later on the procedure day, the patient experienced a stroke. According to the physician, the stroke was not related to the subject device but to the procedure. The patient was sent to rehabilitation center.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Based on the information currently available the exact cause for the coil detachment, and coil migration cannot be determined. However, stroke is a known risk associated with endovascular procedures and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to the reported stroke.

Event description:
It was reported that during coil embolization of a ruptured aneurysm with two separate blistered aneurysms located at the left middle cerebral artery (mca), while treating the first aneurysm, the second coil (subject device) failed to detach although the detachment system indicated that the current had been delivered. The physician removed the microcatheter from the first aneurysm in order to position the microcatheter at the second aneurysm. While re-sheathing the coil in the microcatheter, the coil buldged out to parent mca and prematurely detached in the mca. The coil was retrieved with a solitaire stent retriever. Later on the procedure day, the patient experienced a stroke. According to the physician, the stroke was not related to the subject device but to the procedure. The patient was sent to rehabilitation center.

Manufacturer narrative:
Executive summary: corrected. Device code grid: corrected.

Event description:
It was reported that during coil embolization of a ruptured aneurysm with two separate blistered aneurysms located at the left middle cerebral artery (mca), while treating the first aneurysm, the second coil (subject device) failed to detach although the detachment system indicated that the current had been delivered. The physician removed the microcatheter from the first aneurysm in order to position the microcatheter at the second aneurysm. While re-sheathing the coil in the microcatheter, the coil bulged out to parent mca and prematurely detached in the mca. The coil was retrieved with a solitaire stent retriever. Later on the procedure day, the patient experienced a stroke. According to the physician, the stroke was not related to the subject device but to the procedure. The patient was sent to rehabilitation center.